Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump went blank after getting wet. The customer's blood glucose was unknown at the time of incident. There was fluid in the battery compartment. The home screen did not appear on the display screen. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is not expected to be returned for analysis.

Manufacturer narrative:
The insulin pump was received with moisture damage to the pump case and serial number label. Blank display not confirmed during testing. The insulin pump passed the self test, sleep current measurement, active current measurement and the displacement test.